Event description:
Patient called lfs alleging the test strip port on the ot ultra meter is damaging the test strips. The patient did not report any symptoms while trying to test on the meter. No adverse event reported. The issue was not resolved with troubleshooting. The meter is being replaced for the patient. No further information has been reported.